Event description:
This is a spontaneous case report received via regulatory authority in (B)(6) on 17-mar-2016 and forwarded to bayer on 04-aug-2016. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. The consumer's concurrent condition included congenital arrhythmia and suspected nickel allergy. The age of consumer when essure was placed was (B)(6). After essure placement, the consumer experienced abdomen pain, gastro-intestinal or liver complaints, pain during ovulation, pelvis / hips pain, pain in leg, lower back pain, pain radiation to calf, insomnia, arrhythmia (worse after essure), vaginal secretion, heavier menstruation, and feeling the implant (right sensitive at coil). Consumer stated that essure affected her life, but it was not specified. She had visited the gynecologist; endoscopy performed, but nothing was found. Antiacids were used as treatment. Removal of essure was planned. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had abdomen pain and arrhythmia abdominal pain is listed while arrhythmia is unlisted in the reference safety information for essure. Since essure may cause abdominal pain, and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. In contrast, given the fact that essure does not contain active ingredients and therefore it has only a localized action in the fallopian tubes, it is unlikely that essure could worsen her congenital arrhythmia. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to an adult female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had abdomen pain and arrhythmia abdominal pain is anticipated while arrhythmia is unanticipated in the reference safety information for essure. Since essure may cause abdominal pain, and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. In contrast, given the fact that essure does not contain active ingredients and therefore it has only a localized action in the fallopian tubes, it is unlikely that essure could worsen her congenital arrhythmia. This case is regarded as incident since device removal will be required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information will be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.